Event description:
It was reported that the attachment's tip heated up very quickly and burned the pt's lip during a procedure. The pt received an approx 1"x1/2" burn, removing the top layer of skin, on the lower left lip that was treated with neosporin. There was no medical intervention required to preclude permanent impairment. Another unit to complete the procedure. There was a 10 minute delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the attachment could not be rotated. Upon disassembly, the upper bearing was observed to be shattered and severely corroded. The integrated bearing is also corroded. The corrosion and shattered upper bearing is most likely the cause for the device to overheat.